Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The three tibial components were revised at 25, 30, and 33 months after the unicompartmental surgery. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.biomedcentral.com/1471-2474/16/177/. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that three patients were revised to a total knee arthroplasty due to aseptic loosening of the tibial component.